Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation in patients with a previous conventional pacing system (cps). The authors described one patient death in the thirty-day postoperative period; however, the cause of death was unknown. There were other patient deaths due to unknown causes in the follow up period. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received. Indications for prior system extractions were due to device-related infections which included endocarditis, fractured right ventricular (rv) leads, severe tricuspid regurgitation, or perforation of rv lead. Complications occurred after the leadless ipg implants which included pericardial effusions, of which one was managed conservatively, and three others required pericardiocentesis, femoral bleeding in three patients (one with arterial bleeding of the femoral artery with subsequent covered stenting, and two had venous bleeding, which was successfully managed conservatively. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/81 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation in patients with a prior conventional pacing system. Canadian journal of cardiology (cjc) open. 2024. 6:649-655. Doi: 10.1016/j.cjco.2023.12.008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.